Manufacturer narrative:
H10 additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: (B)(6). The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 18 year old patient with a 290027mm valve implanted in pulmonic position underwent a valve in valve procedure after an implant duration of 8 years and 9 months due to degeneration, thickening and calcification of the surgical valve leaflets leading to moderate to severe valvular stenosis. Echo showed increasing gradient across the valve (20mmhg), left pulmonary artery stenosis and rv dilatation. As reported, patient presented with increasing shortness of breath, tachycardia with palpitations, and presyncopal episodes. A 29mm transcatheter valve was successfully implanted within the pre existing surgical device. The patient was noted as to be discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The most likely cause is patient factors, including age at implant.

Event description:
Edwards received notification that a 18 year old patient with a 290027mm valve implanted in pulmonic position underwent a valve in valve procedure after an implant duration of 9 years and 7 months due to degeneration, thickening and calcification of the surgical valve leaflets leading to moderate to severe valvular stenosis. Echo showed increasing gradient across the valve (20mmhg), left pulmonary artery stenosis and rv dilatation. As reported, patient presented with increasing shortness of breath, tachycardia with palpitations, and presyncopal episodes. A 29mm transcatheter valve was successfully implanted within the pre existing surgical device. The patient was noted as to be discharged home.